Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
Evaluation summary: operative reports and implant number/lot info was received. Review of surgical reports provided indicates surgical technique was followed. No x-rays were received so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays or product or further info. Eval: mfg documentation was reviewed and indicates that the device was mfg, inspected, and packaged to specification.